Event description:
Uneventful PICC placement. Upon removal of stylet wire, it was noted that it was fractured approx. 4cm from tip. After sterile dressing applied and procedure completed, we attempted to further assess tip when it completely broke off. This could have been a very serious incident had said wire fractured completely prior to removal.